Event description:
Procedure type: lobectomy. According to the reporter: the doctor initially stated that the ta30v3 stapler used in the operation did not fire. The additional bleeding was under 250cc. There was no tissue damage/trauma nor unanticipated tissue loss, and the operative time was not extended over 30 minutes. After the surgery, the pt was transferred to the intensive care unit where he expired. The surgeon did not provide any additional details about the procedure and did not indicate the cause for the event. The only additional comment was that at the time of the operation the pt experienced two cardiac arrests. The pt expired on (B) (6) 2010 and an autopsy will not be performed.

Manufacturer narrative:
(B) (4).